Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to vascular dissection and reoperation.(B)(4).

Event description:
On (B)(6) 2015, the patient underwent endovascular repair of a distal aortic arch aneurysm using conformable gore® tag® thoracic endoprostheses. Prior to the implant of endoprostheses, a right axillo-left common carotid-left axillary artery bypass procedure was performed to maintain blood flow to the branch vessels of the aortic arch. The left subclavian artery was also embolized. Two endoprostheses were deployed successfully, and the patient tolerated the procedure. On (B)(6) 2016, the patient admitted to the hospital due to hemoptysis. A computed tomography angiography (cta) revealed that an aortic dissection was formed around the distal end of the endoprosthesis (tgu313115j/14403506). It was reported that there was not revealed a fistula on cta. On the same day, the patient was emergently implanted with two conformable gore® tag® thoracic endoprostheses to repair the aortic dissection. The patient tolerated the procedure.